Manufacturer narrative:
B5 narrative was added and serious injury was changed to death. Section d brand name corrected. D6 explant date is corrected. H6 type of reportable event was updated from serious injury to death and codes updated.

Event description:
Updated clinical narrative: an impella cp was inserted via the femoral artery to support the 73 year old female patient who had been admitted in with coronary artery disease and plan for a coronary artery bypass graft (CABG) surgery. Prior to the pump placement the patient was supported by the bypass pump, inotropes, vasopressors, and a vent. The patient had presented in scai stage c shock and no other medical history was shared. The patient's post-op platelet count noted to be 73. Thrombocytopenia was diagnosed. Of note, the patient had long bypass run during the cardiothoracic surgery, multiple blood products were given, and extra corporeal membrane oxygenation (ECMO) was supporting along with the cp pump, all of which could have contributed to the harm of thrombocytopenia. The patient received multiple packs of platelets to troubleshoot. On (B)(6) 2026 the device was explanted and the outcome listed was patient expiration. The death is conservatively being reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 73 year old female patient who had been admitted in with coronary artery disease and plan for a coronary artery bypass graft (CABG) surgery. Prior to the pump placement the patient was supported by the bypass pump, inotropes, vasopressors, and a vent. The patient had presented in scai stage c shock and no other medical history was shared. The patient's post-op platelet count noted to be 73. Thrombocytopenia was diagnosed. Of note, the patient had long bypass run during the cardiothoracic surgery, multiple blood products were given, and extra corporeal membrane oxygenation (ECMO) was supporting along with the cp pump, all of which could have contributed to the harm of thrombocytopenia. The patient received multiple packs of platelets to troubleshoot. The pump remains on for support despite the harm.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.